Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cannula did not appear to be inserted all the way into the patient's skin. The patient experienced increased glucose over 400 mg/dl. No injury was reported.